Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016 rv coil impedance rose to 84 ohms and then to 146 ohms on (B)(6) 2016 up from a trend of 43-72 ohms. Then varied from 69-189 ohms. No oversensing observed in s2d egms.

Event description:
It was reported that an alert was triggered for high coil impedance the right ventricular (rv) lead. The patient also reported that an alert was triggered when they entered an MRI room by mistake, but the sound heard was probably due to "magnet suspension." Noise was detected by turning the arm on the implant side. A loose pin was identified by chest x-ray. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead fracture was suspected. During the replacement procedure an obvious fracture was seen on fluoroscopy. The lead was capped and replaced and the device was replaced due to low remaining battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.